Event description:
It was reported that the customer received an occlusion alarm and the insulin appeared to be gelled. The customer indicated that the cartridge, infusion set and insulin would be changed. The customer's blood glucose level was 150 mg/dl.

Manufacturer narrative:
The product has not been received for eval. Should new relevant info become available, a supplemental report will be submitted.